Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could be duplicated and no sdi image appeared due to printed-circuit board failure. The subject device was returned to omsc for evaluation. The device didn't turn on. The circuit board was malfunctioning. There were no defects in the appearance of the board. Omsc presumed that the device didn't turn on and no sdi image appeared due to circuit board failure, but the cause of circuit board failure could not be identified.

Manufacturer narrative:
The subject device was returned to olympus. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during the preparation for use, the power didn't turn on. There was no report of patient injury associated with the event. The event date was unknown.